Event description:
It was reported that the patient presented in clinic for implant procedure. The physician had issues with the header connecting. A new device was used and implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was not confirmed. The set screw functioned normally and no anomaly was found. The device was above elective replacement indicator (eri) when received.